Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint ¿ litigation papers allege the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from plaintiffs acetabulum, caused severe pain, inhibited plaintiffs ability to walk, and will require revision surgery. **update** (B)(4) 2012 - medical records were received. The revision operative report indicates that the left hip was revised to address pain and increased fluid around the hip. Lab tests indicated increased peripheral concentrations of cobalt and chromium ions. Dor: (B)(6) 2011. Part numbers identified and updated to complaint. Temporarily reopened to add the femoral head. There is no new information that would change the outcome of the investigation. ***update - (B)(4) 2012: medwatch has been received from the hospital. Lot numbers have been identified (left side). There is no new information that would change the outcome of the investigation. ***update*** (B)(4) 2012 - ppd received. No new information received that would change the outcome of the investigation. Doi: (B)(6) 2008 listed on hospital sticker. Update: (B)(4) 2014 - sales rep reported revision surgery for right hip. Part and lot numbers provided. Invoice retrieved with doi. Medical records received (B)(4) 2014. Medical records indicate patient was revised to address adverse reaction to metal, osteolysis, dark stained fluid collection, stained synovium, heterotopic bone formation, cyst, and corrosion on the trunnion. Unknown hip changed to cup. Head, sleeve and stem added to complaint. This complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update: 2/12/2014 medwatch (B)(4) has been received from the hospital: failed right total hip asr recall with persistently elevated cobalt levels consistent with adverse reaction to metal. At the time of extraction of the implant, there was considerable black corrosion buildup at the trunnion interface with the original large femoral head. Model/catalog nos: #9998-90-251, lot #2637988, exp. 05/2013. #9998-00-312, lot #2631026 exp. 05/2013. This complaint was updated on: 03/10/2014.